Manufacturer narrative:
The download data from the device showed that an 0x44 alarm had been generated by the pod, indicating that sma wire 1 was open. Inspection of the sma wire assembly found the rear sma wire to be broken at the hook switch. This break resulted in timeouts, an inability to properly measure the wire resistance and the 0x44 alarm. The soft cannula was observed to be damaged. Fluid could still flow through the fluid path despite the damage. It is unknown when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 1 and 4 hours on their abdomen. Information on treatment was not provided. The device was originally reported for alarming during operation.